Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.75x28mm xience v stent delivery system referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the distal right coronary artery. A 014 ht versaturn guide wire was advanced to the lesion. Following pre-dilatation with an unknown balloon catheter, a 2.75x28mm xience v stent delivery system (sds) was being advanced; however, the sds met resistance with the anatomy. On further advancement of the sds, resistance was felt with the guide wire and the sds could not be advanced further and became stuck on the guide wire. The sds and guide wire were removed together. The procedure was successfully completed with another unspecified guide wire and a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position and difficult to remove were able to be confirmed as attempts to remove the guide wire from the stent delivery system (sds) failed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement of the sds over the guide wire interaction with the 90% stenosed, mildly tortuous, and mildly calcified anatomy resulted in the sds meeting resistance with the anatomy. Further advancement of the sds onto the guide wire and/or manipulation of devices resulted in the noted sds damages (inner member bunching, outer member wrinkled); thus resulting in the noted guide wire damages (kinked core, misaligned coils) and ultimately resulting in the reported difficult to position and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.